Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Information received from the site indicated that the patient was admitted for complaints of increasing shortness of breath. A chest computerized tomography (CT) was negative except for fibrotic changes in the lungs consistent with the patient¿s history of sarcoid. An echocardiogram showed mid to distal septum bowing to right ventricle (rv). It was further reported that a pulmonary function test (pft) and positron emission tomography (pet) scan were planned to evaluate pulmonary sarcoid and possibly right heart catheterization (rhc) to evaluate filling pressures. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was admitted for complaints of increasing shortness of breath. A chest computerized tomography (CT) was negative except for fibrotic changes in the lungs consistent with the patient¿s history of sarcoid. An echocardiogram showed mid to distal septum bowing to right ventricle (rv). Of note, the ventricular assist device (vad) exhibited low flows. It was further reported that a pulmonary function test (pft) and positron emission tomography (pet) scan were planned to evaluate pulmonary sarcoid and possibly right heart catheterization (rhc) to evaluate filling pressures. The vad remains in use. No further patient complications have been reported as a result of this event.